Event description:
It was reported that a snare was used to remove the coils. Two 4mm x 15cm interlock coils were selected for bronchial artery embolization (bae) together with a bsc stc18 microcatheter. During the procedure, heparin saline was perfused by hand, and it was flushed before introducing the coil. The first coil was deployed as expected, but the second and third coils could not be released the entire time and were accidentally released during withdrawal. A snare was used to remove the coils, and the procedure was completed with another of the same device. No complications were reported, and the patient was stable post-procedure.